Event description:
It was reported by the customer that the audible alarm is not working correctly on the unit. No pt involvement was reported.

Manufacturer narrative:
The reported unit was not made available to the MFR for eval. Attempts were made to obtain the return of the device. No pt involvement was reported. Should the product be returned or new info is made available, a follow-up report will be provided.